Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service engineer evaluated the device and found the oxygen supply tube was disconnected. The tube was reconnected and the ventilator worked properly.

Event description:
It was reported that during use a ventilator had an alarm and stopped ventilating. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.